Event description:
Both common iliac arteries were aneurysmal. Procedure was planned for bilateral internal iliac artery occlusion with the leg grafts landing securely in the external iliac arteries. Deployment of the contralateral iliac leg graft noted the graft landed just barely below the internal iliac. Although the graft appeared to have achieved a good seal in the vessel, the optimal landing zone had not been achieved. Upon deployment of the leg graft, the aneurysm appeared to pull the graft upward. As a result of the shortened landing zone, a future seal in the vessel was questionable. An iliac leg extension was deployed distal to the leg graft in order to extend the leg graft further into the external iliac artery and achieve greater stability. Future complications resulting from aneurysmal change is believed to have been averted. Procedure was concluded with a successful exclusion of the aneurysm. No endleaks were viewed during completion angiogram.